Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge "does not click into place." There was no reported impact to customer's blood glucose level. Data review by tandem technical support showed insulin was being delivered successfully. Reportedly, customer continued to use the pump for insulin delivery.